Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pace impedance measurement less than 200 ohms. As a result, a lead safety switch (lss) was triggered which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. There was also noise observed on the rv lead. The boston scientific field representative indicated that testing was performed in the office and no reproducible bad results were observed. The rv lead was reprogrammed back to the bipolar configuration and the representative indicated that if a lss occurs again, they will address the issue further. It was noted that the patient will keep the upcoming scheduled clinic appointment. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.